Event description:
Removal of endosseous dental implant. Implant was placed on 11/15/96 in site #30 (class ii bone) during a routine procedure. At the time of implant failure, the patient experienced swelling and suppuration. The clinician report that the reason for implant failure is due to an infection. The implant was removed on 12/23/96.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.